Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina san cristobal 91000 dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with a homechoice cassette; further described as a "heater bag connection was loose and disconnected from heater bag." This occurred during fill five of six of peritoneal dialysis (pd) therapy. The home patient (hp) was connected during the time of the event. Renal therapy services (rts) helped end therapy and advised the patient to contact their registered nurse regrading the issue. Proper procedures per the user manual reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.